Manufacturer narrative:
This report is being filed to correct b5: describe event or problem.

Event description:
It was reported that difficulty was encountered with extending the helix on this right atrial (ra) lead during implant. Additionally, the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The lead was attempted, but not implanted and another lead was successfully implanted. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that difficulty was encountered with extending the helix on this right atrial (ra) lead during implant. Additionally, the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The lead was attempted, but not implanted and the procedure was completed without implanting an ra lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.